Event description:
It was reported that the device was used during a laparoscopic chloecystecomy. During the first firing, the clips did not form properly and the jaws of the device did not close properly, felt like the jaws jammed. This occurred under normal application circumstances. The surgeon was performing a cholangiography. Opened another device to completed the case. There was no patient consequence.